Manufacturer narrative:
This device is available for testing and eval but the engineering report is not yet available. Add'l info received will be submitted within 30 days upon receipt.

Event description:
The report received from the sales representative indicated that during a diagnostic procedure "when putting the guide wire through the catheter some blue substance came out of the guide wire within the diagnostic guide catheter. The blue substance was saved along with the catheter and the guide wire. The catheter never entered the pt's body. The product lot number for both the diagnostic catheter and guide wire cannot be obtained as the boxes were discarded. The catheter appeared normal before the procedure and prepped per IFU. The brand of contrast used and the ratio were not available.